Event description:
It was reported to philips that the system could not save images or perform fluoroscopy/exposure. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced both hard drives. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows ip-pc image disk 2. Upon functional testing, fse found that the hard disk's in ip-pc were failing. The philips engineer replaced both image disk drives and re-created frontal image store. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.